Event description:
It was reported that a patient presented for routine device exchange. During procedure, the physician noticed insulation damage on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.